Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they are having problems finding their device. Patient stated they were in to the doctor a month or so ago and they had a hard time finding the ins. The caller, patient also mentioned they are leaking and need to have an MRI done soon , so they need to be able to find the ins. Agent asked when patient started having the problem and patient stated ever since they put the new ins in. The caller stated that when the hcp replaced the ins, they put a mesh bag in to cover and hold the battery. Since then, patient has not been able to find the battery or connect to it. Caller stated that they had a x-ray done and they can see the ins but cannot find it. Pss reviewed the tyrx absorbable antibacterial envelope with caller, but they were unsure if that's what was used during this time. The caller was under the impression that the device needed to be held up by a mesh. Pss offered assistance with trying to connect to the ins to ensure proper use, but the caller declined. Pss offered suggestions to trying to connect but the caller stated they have already tried (leaning forward). The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.